Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding ha coating missing involving a trident shell was reported. This event was not confirmed. Method and results: device evaluation and results: visual inspection confirmed that the ha coating was present on all parts of the returned devices. There was evidence of discolouration noted on the returned devices which is consistent with exposure to gamma radiation medical records received and evaluation: not performed as the device was not implanted and there was no patient details reported. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies complaint history review: there has been one other similar event for the lot referenced. Pr was opened to investigate appearance for the same issue at the same hospital. Conclusions: an event regarding missing ha coating was reported. Visual inspection confirmed that the ha coating was present on all parts of the returned devices. Discoloration of the coating was observed. Discoloration may occur in some cases during exposure to gamma radiation and can exhibit light tan or brownish coloration on some ha coatings. The type and level of discoloration on the returned devices is consistent with that covered under the scope of technical assessment. This report assessed ha coated product and determined that discolored ha products meet the in-house specifications for organic residuals and metal trace elements and do not have an adverse impact.

Event description:
The surgeon requested a 52mm trident cup for his implant. Upon opening the box, the rep noticed it appeared to be missing it's ha coating.

Event description:
The surgeon requested a 52mm trident cup for his implant. Upon opening the box, the rep noticed it appeared to be missing it's ha coating.